Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the suction is very weak. There was no report of patient involvement.

Manufacturer narrative:
The customer contacted ge healthcare technical support for assistance. The customer then advised that they no longer required assistance from ge healthcare. No service from ge healthcare was performed.